Manufacturer narrative:
UDI: (B)(4). Compliant to part 803-22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: competitor hip acetabular liner and hip acetabular cup. This was used in conjunction with depuy product in this patient.

Event description:
Patient was revised to address a dislocation. Cup was also noted to have been in poor position. After follow-up with the sales rep; both the liner and the cup are competitor products.

Manufacturer narrative:
Patient was revised to address a dislocation. Cup was also noted to have been in poor position. After follow-up with the sales rep; both the liner and the cup are competitor products. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.